Event description:
Caller reported a malfunction on the pump after having an x-ray with the pump on her body. There was no adverse impact to the customer's blood glucose level. Technical support helped the caller reset the pump, resolving the issue, and advised her to call back if the malfunction recurs, which she understood.